Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the navigation of the flow diverter through the marksman within the internal carotid artery (ica) c4 segment, when resistance was encountered. Force was applied and the gray, distal tip of the marksman ruptured. The flow diverter was stuck in the distal section of the marksman. This event occurred during a left side hipofisys case. The status of the lesion was unruptured. The max diameter 5mm. The distal landing zone was 3.6mm and the proximal 4mm. The anatomy was normal in vessel tortuosity. The devices were prepared and used per the instructions for use (IFU). The catheter was flushed as per the IFU.